Event description:
It was reported that the cgm was not showing any readings. The sensor was inserted into the arm. On (B)(6) 2022, the pediatric patient was hospitalized with a blood glucose reading of 33.0 mmol/l. No further information about the event is available as the patient's parents declined to provide additional details. At the time of the report on (B)(6) 2022, the patient was in stable condition. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The patient was not in an active sensor session at the time of the event.